Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with a surge in aspiration and failed priming before a procedure. There was no patient involved.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not replicated. However, the printed circuit board (pcb) was replaced and returned for evaluation. The system was tested, after the replacement and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 27, 2015. Based on qa assessment, the product met specifications at the time of release. The pcb was returned for evaluation, but was not evaluated per procedure because the reported event was not replicated. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).